Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery.

Event description:
The nurse reported that during the case the system stopped aspirating. A posterior capsule tear occurred. The surgeon was concerned because the nucleus fell to the back of the eye. The iol was placed in the sulcus. The case was aborted. Additional surgery was scheduled with the retina specialist that afternoon. Multiple attempts were made for additional information and patient's status with no response to date.